Manufacturer narrative:
One used device was returned for investigation. As received, a red cap was attached into one of the nano claves, once it was disconnected a stick down/ fold over seal was observed in the nano clave, no additional damage or anomalies were noted. The nanoclave was dissembled and damage at the top seal and spike crushed was found. The od of the returned red luer cap was measured and it was found bigger than specification. Complaint of silicone stick down can be confirmed. The probable cause based on the red cap is typical due to an incompatible mating device during use, dfu states: do not use luer caps on connectors. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9: device returned to manufacturer on 12/01/2025.

Event description:
The event involved an ext set, pur yellow, smallbore w/6-port nanoclave¿ manifold, clave¿ clear, nanoclave¿ stopcock where the customer reported that one of the six valves on the patient's manifold was dripping. There were several milliliters in the incubator. They can't get the valve back in place, so they installed a cap before changing the infusion line. There was a risk of weight loss and loss of therapeutic medications delivered intravenously, along with an infectious risk. This incident took place in neonatal intensive care. There was patient involvement and no report of harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received.

Manufacturer narrative:
D9 - device available for evaluation: no. Updated - b5 - describe event or problem.

Event description:
Update: additional information was received stating unspecified intravenous therapeutic drugs and parenteral nutrition were involved in the event. No additional information is available at this time.